Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. Labeling review: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" warnings, cautions and precautions "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6) 2018, patient underwent an l5-s1 transforaminal lumbar interbody fusion. On (B)(6) 2018 the patient reported to the emergency room radicular symptoms and severe pain in the foot. Radiographs revealed a lateral vertebral body fracture and subsidence at l5 level. On (B)(6) 2018 an exploration procedure was performed and scar tissue, ligament and synovium at l5 was discovered. No revision procedure of the vertebral body was reported.